Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to experiencing perforation of the heart wall and exhibiting high pacing threshold measurements. Another lead was implanted instead. No additional adverse patient effects were reported.